Event description:
It was reported that the patient presented for an implant procedure. During the procedure, high capture threshold and low sensing was noted on patient¿s lead. The lead was not used and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The reported events of inadequate capture and unspecified sensing issue were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.